Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6)2025, a 29mm navitor vision valve was successfully implanted in a patient. On (B)(6) 2025, it was noted that the patient's mean transaortic gradient increased to 30mmhg, from a baseline of 18mmhg. No intervention was performed. It was also noted on a control computed tomography scan that the valve had become cranially displaced/migrated. The patient was hospitalized, and on (B)(6) 2025, the 29mm navitor vision valve was ectopically re-positioned and another 26mm non-abbott device was implanted. No additional information was provided.

Manufacturer narrative:
An event of valve migration, and stenosis were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported aortic stenosis appears to be a cascading effect of the device migration. However, the cause of the reported migration could not be conclusively determined. It is possible that patient and procedural conditions, such as "little calcium" and implant depth, contributed to the reported event; however, this cannot be confirmed. The reported surgical intervention were result of case-specific circumstances a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(4). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient. On (B)(6) 2025, it was noted that the patient's mean transaortic gradient increased to 30mmhg, from a baseline of 18mmhg. No intervention was performed. It was also noted on a control computed tomography scan that the valve had become cranially displaced/migrated. The patient was hospitalized, and on (B)(6) 2025, the 29mm navitor vision valve was ectopically re-positioned and another 26mm non-abbott device was implanted. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.